Event description:
The customer stated an architect i2000sr analyzer generated falsely elevated ipth results for one patient. The architect generated an ipth result between 400 and 500 pg/ml two or three months ago but when retested this month an ipth result between 20 and 30 pg/ml was generated. The customer believes this to be a specimen issue. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect intact pth, ln 08k25-25, that has a similar product distributed in the us, architect intact pth, ln 08k25-27. Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.